Event description:
An olympus employee reported on behalf of a customer that there was a crack in the telescope. The event occurred within the operating room (or) during preparation for use. There was no report of patient harm.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed due to broken optical lenses. The device evaluation found; the outer tube was bent. The object window had dents on the edges. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the broken optical lenses could not be identified. However, it¿s likely the cause is related to excessive force applied by the customer. Olympus will continue to monitor field performance for this device.